Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that an ambulance was called for the patient after they lost consciousness due to hypoglycemia, and the patient was subsequently admitted to the hospital on (B)(6) 2026. The patient reported that their blood glucose (bg) levels exceeded 500 mg/dl overnight while wearing the pod for approximately 4 to 24 hours. Upon waking, the patient reportedly administered a bolus correction. However, several hours later, their bg levels began to decline significantly despite attempts to raise them by eating, ultimately resulting in loss of consciousness. The patient reported regaining consciousness while in the ambulance en route to the hospital. Reported symptoms included hyperglycemia, hypoglycemia, lightheadedness, blurred vision, clamminess, and sweating. While in the ambulance, the patient reportedly received dextrose and zofran treatment. Although the patient's bg initially increased after dextrose administration, it reportedly decreased again shortly after arrival at the hospital. The patient stated that the diagnosis provided was "hypotermia low gulcose." During hospitalization, the patient received dextrose solution as treatment. The pod was removed at the hospital and was not retained for return. The discharge date is unknown, multiple attempts to obtain this information have been unsuccessful.